Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg displayed an error message indicating premature battery depletion. Surgical intervention may be undertaken as the next course of action.